Event description:
The customer reported to corporate product surveillance (cps) a clearlink blood set in which the tubing disconnected from the spike. There is not information on patient involvement. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation. However, a photograph was provided for evaluation. Visual inspection of the photograph revealed that the tubing separated from the spike. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.